Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the tubing was leaking. The fse replaced the tubing to resolve the issue. The customer performed calibration, reagent blank, and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results with a g flag on their au5800 clinical chemistry analyzer. The customer did not provide the affected chemistries. The customer did not release the low results out of the laboratory. The customer repeated the patient sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.